Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system 24 g x 0.75 in. Leaked due to a crack in the tubing when the nurse was priming. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: actual sample received and decontaminated by eo. Returned material showed reported defect. DHR shows specifications of the complaint batch is 24g. No abnormality found in the incoming material, the whole assembly process and packing process. Investigation conclusion: qa lab observed the catheter of the returned sample. There is a little split on the catheter and the distance is about 13mm to the catheter adapter. According to the historical complaint experience, this kind of catheter failure mode is different from the needle-stick injuries and the failure caused by the machine. Root cause description: in conclusion, it is the first time suzhou suffered this kind of complaint and suzhou plant will continue to monitor and collect related information. Based on current investigation information, it may be caused by abnormality of the raw material.